Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the spring wire guide (swg) was found kinked prior to the patient. There was no patient involvement in this complaint.

Manufacturer narrative:
(B)(4). The customer returned a guide wire and the product packaging for evaluation. The guide wire was returned within the advancer tube. Dried biomaterial was observed on the guide wire; however, the customer confirmed the damage was found prior to use and indicated that the guide wire was likely contaminated in the clinical room. The guide wire was observed to have one kink towards the middle of the body. The location of this kink would have been within the advancer tube, protecting it from damage. No damage was observed on the returned tray, advancer tube, or straightener tube. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection could not be performed on the guide wire cap as it was not returned for analysis. The kink in the guide wire was located 138 mm from the distal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported on 13 aug 2022, the spring wire guide (swg) was found kinked prior to the patient. There was no patient involvement in this complaint.